Manufacturer narrative:
Device evaluation summary: visual inspection showed that the porous plug was broken off. The reason for the return was confirmed. Section e initial reporter: the initial reporter's first and last names and phone number are unavailable due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of an eopa arterial cannula the tube inside the cannula could not be pulled out. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that there was an issue with a the porous plug, as the part that should come off easily did not come off. The customer tried to take it off by force but it still could not be taken off. As a result, the porous plug was forcibly torn off. The porous plug was not damaged, but it was torn off.